Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope or syncope. Upon device interrogation, it was noted that there was a lead warning for a high sensing integrity counter (sic) on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.